Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer resolved the issue. The field service engineer verified that the customer rebooted the device, and the issue has been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a tower drawer failure and could not be open. The customer reported that the malfunction arose when the user attempted to dispense medication to a patient, resulting in a delay in providing the necessary medications. There were no adverse events or injuries reported based on this incident.